Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) reported device issues. The ipp was not inflating, and the pump remained flat. The physician evaluated the case and discussed addition techniques to reset the pump, but it did not resolve the issue. The device is still implanted. The patient is going to be scheduled for a revision. No patient complications reported.